Event description:
Hosp reported that a container of d5 and 1/4 normal saline was set up to run at a rate of 25cc/hr. The instrument was set in the pump mode. The nurse checked the IV site at 10:00 pm and no swelling was noted. She checked the site at midnight and observed that the child's hand was blistered and there was edema up to the elbow. Warm compresses were applied and sylvadine was applied to prevent infection.